Event description:
Reporter indicated that vns depression study patient underwent generator explant surgery due to infection. The patient reportedly developed an infection following generator replacement surgery. Following generator replacement surgery, the patient developed pain and swelling over the generator site. Fluid was aspirated from the generator site on the two occasions and antibiotics and analgesics were prescribed prior to generator explant surgery. The biopolar lead was not explanted. Preoperative antibiotics were not prescribed prior to generator replacement surgery. The incision site was irrigated with antibiotic solution during generator replacement surgery, but not prior to closure. A course of post-operative antibiotic therapy was prescribed. The ncp system tunneling tool was used as a single-use-only device during the generator replacement surgery. The patient had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post generator replacement surgery. Review of manuafacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
Further follow-up revealed that the patient underwent generator replacement due to migration of the generator. It was reported that the lead was left in place, but that the wound never healed over, therefore, the lead was also explanted. The entire lead was explanted (leaving the proximal electrode). Re-implant is planned, but not yet scheduled because the surgeon wants the wound to have more time to heal. The surgeon indicated that the patient is very skinny and has very little subcutaneous fat making the generator implant challenging. The patient's wounds have healed completely with no evidence of infection.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: supplemental manufacturer report #01 inadvertently did not include information regarding the lead infection and drainage.

Event description:
An implant card was received on (B)(6) 2006 indicating that the patient underwent generator and lead reimplant surgery.

Event description:
The vns patient was diagnosed with an infected lead. Prior to generator explant, the patient had drainage at the lead site.